Event description:
Device was reported to have been set up and checked by two trained members of staff to deliver a diamorphine infusion over 24 hrs. However, it is claimed that instead of using a model ms26 pump, they mistakenly set up a model ms16 and the infusion was delivered in just over one hour instead of 24 hrs. Nursing staff alerted medical staff to this and they tried to reverse the effects of the diamorphine - this was unsuccessful and the pt died.